Event description:
It was reported that the user awoke to find the ilet insulin pump cartridge empty and requested assistance with an infusion set and cartridge change while also noting the device alarms were too quiet; support guided the user through replacing a steel 6 mm infusion set, installing a new cartridge, priming tubing, applying the new set, and resuming therapy, with blood glucose at 224 mg/dl. Symptoms included hyperglycemia, with no additional clinical signs or conditions reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a low audible alarm associated with the speaker/sounder component and the presence of a known interferent condition of being out of insulin, though a device problem could not be excluded. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude device problem.

Manufacturer narrative:
Initial.